Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, the cartridge shuttle port was in the upward position. The customer pushed the shuttle to the down position and successfully loaded the cartridge to address the event. There was no impact to the customer's blood glucose level.